Event description:
It was initially reported by the co representative that pool lift's stretcher 'gave way' and the resident fell forward: "school pupil was transferred on to pool stretcher. Whilst on stretcher, the pupil shuffled towards the end of the stretcher. As the pupil's weight was now towards the foot end of the stretcher, it was reported that the inbalance caused the stretcher to become detached from guide. The pupil was caught by the carer preventing any injuries". From the info received there is no indication that any injury occurred to the pt or caregiver.

Manufacturer narrative:
(B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hosp equipment (B)(4) and any medwatch reports were submitted or medibo (medibo med products nv/) and ah (B)(4) (arjohuntleigh (B)(4)). From 2014 and going forward, complaints related to these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and any medwatch reports will be submitted. An investigation was carried out into this complaint. When reviewing similar reportable events for pool lift we haven't found any other similar cases where stretcher detached from the device because of incorrect placing of a resident. We find this complaint to be isolated incident. The device was inspected by an arjohuntleigh representative at the customer site and found to be working to its spec. Safety catch operation was good. The device was being used for pt handling and in that way contributed to the event. Instruction for use is supplied with each device. It includes info about safe and correct use of the product. It informs that during transferring to pool side with the stretcher "firstly support the pt clear of the backrest, then carry out the adjustment." The equipment is subject to wear and tear, and the expected operational life of your arjo lifter is 10 (ten) years from the date of manufacture. The involved pool lift was in use for over 21 years, and exceeded it lifetime by 11 years. However, device examination and received photos showed that device condition is fair. No malfunction was found that could contribute to the reported event. Please not also that it wasn't possible to re-create this event, as indicated by the service technician, it was only possible, if weight is placed at foot end of stretcher. We also can't state that device wear could contribute to the event. The received info showed that the resident "shuffled towards the end of the stretcher. As the pupil's weight was now towards the foot end of the stretcher, it was reported that the inbalance caused the stretcher to become detached from guide". This could lead to dislocation of the gravity centre and possible loss of stability and detachment of the stretcher. From above findings we conclude that this incident wa caused by user error - user wasn't correctly positioned on a stretcher. The received info and our eval as described above are showing that if pool lift's handling procedures were followed in accordance to IFU, there would be no pt or caregiver at risk. Imp ref # (B)(4).